Event description:
The customer reported paddles failed the operations and continuity test - shocks intermittently. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Philips evaluated the external paddles and found a bent connector pin. The bent connector pin prevented the paddles from connecting to the device. The external paddles were replaced to resolve the issue. We are not considering the bent pin a malfunction. The bent pin accounts for the reported test failure.